Manufacturer narrative:
This report is submitted on june 06, 2018.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2018 subsequent to the patient experiencing a wound infection at the implant site. There are plans to reimplant the patient once the site has healed.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with oral antibiotics for 3 weeks prior to explantation and IV antibiotics for three days post implantation and subsequently with oral antibiotics for 3 days.